Event description:
The inflation syringe plunger tip separated from the plunger when deflating the percutaneous transluminal coronary angioplasty balloon catheter. The physician reconnected another syringe and continued procedure. There were no adverse consequences to patient.